Event description:
Description: drug: ciba clear care plus with hydraglyde followed instructions for cleaning contact lenses and waited >6 hours for contacts to get cleaned in the special case. Put contacts in and vision was foggy, vision still foggy after taking out contacts. The next day woke up with burning sensation in eyes and couldn't open them because of the pain. Eye doctor diagnosed as spk superficial punctate keratitis as a result of the clear care plus solution. Medication administered to or used by the pt: no. Outcome: temporary harm/injury will have blurry vision for next 3 weeks. When and how was error discovered: foggy and abnormal vision, pain/burning in eyes. Pt counseling provided: unk. Ismp, (B)(6), access number: (B)(4).